Manufacturer narrative:
On (B)(6), 2011, a respiratory therapy training educator called ikaria technical services to discuss trouble shooting an inovent that wasn't delivering no through the manual delivery system. Method: device successfully troubleshot using telephone technical support. It was not necessary to return the device for service evaluation since it was found to function correctly when set up correctly by the user. The pneumatic backup nitric oxide delivery system was to be used for pt transport, but the backup oxygen supply hose was misconnected. When technical support identified the mis-connection and directed the user to configure the backup system correctly, the device functioned normally. The root cause for the event was user error.

Event description:
On (B)(6) 2011, a respiratory therapy training educator called ikaria technical services to discuss trouble shooting an inovent that was not delivering nitric oxide (no) through the manual delivery system. According to the rt, an adult male pt was on inomax therapy via the inovent ((B)(4)) at 40 parts per million (ppm) for treatment of elevated pulmonary artery pressures post coronary artery bypass graft surgery. Several unsuccessful attempts had been made to wean the pt off of inomax. On (B)(6) 2011, the pt required exploratory surgery for an unk reason. While in surgery, the pt remained on inomax at 40 ppm. Once the surgery was complete, the pt was prepared for transport to the intensive care unit (ICU) when a problem occurred with the inovent manual delivery system while still in the operating room. The rt stated that the manual delivery system was not delivering no. The pt experienced a cardiopulmonary arrest and required resuscitation. The pt was successfully resuscitated. The inovent was switched out with another device and the pt was stabilized and transported to the ICU. During discussions with ikaria technical support services on (B)(6), 2011, it was determined that the device was set up incorrectly by the respiratory therapist on duty prior to transport causing a lack of inomax flow to the pt. When the device was set up correctly, the device functioned without problems and a decision was made not to return the device for inspection. Ikaria offered additional device training to the site. The rt training educator deems the event of cardiopulmonary arrest as life threatening, possibly related to the interruption of inomax due to incorrect set up of the inovent manual delivery system and possibly related to other causes such as the pt's generally unstable condition, complicated medical history and other circumstances to be determined after further investigation by the site.